Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 600 mg/dl; cause was not known. Reportedly, the customer was hospitalized. Multiple follow up attempts were made to obtain further information, however, no response was received by the customer.